Event description:
Ambulance personnel responded to a person in apparent cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect electrodes and would not analyze the patient's rhythm. The device power was cycled and the leads checked then the device appeared to operate properly, analyzing the patient's rhythm, advising that the patient's ect was in a non-shockable rhythm. The device alarmed low battery and the device was replaced by a defibrillator from the responding als vehicle. The patient was transported and patient outcome is unknown.